Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The customer returned the hacf0533 halo cutting forceps (lot fr826436) for evaluation. The user's complaint was not confirmed. A visual inspection was performed on the received device and noted that the device was returned in non-original package. The device jaws were opened with the lock off. There was dried tissue on jaws consistent with use. The jaw symmetry was balanced, no visual damage noted. The first point of contact for the jaws was at the distal end; this is consistent with standard. The jaw aperture measurement was taken inside the first teeth of the jaw, measured at .309", (standard is .300¿ +/- .100¿). The jaw mesh is normal. The insulation of the jaw legs was inspected and found multiple cuts, exposing the metal beneath. The flare was intact and has no cracks. The blade extends, retracts and cuts the dental dam, as designed. The lock function engages/releases as designed, and the shaft normal. The device was plugged into the test generator; the generator displayed vp3/35; this is the correct default setting. The blue activation switch was checked and it is functional and the rotation of the shaft is normal. The coag function of the device was tested using a wet tissue soaked in saline; the device was successful in performing the coag function over multiple attempts. The device activation was noted, which was visuall.y represented by vapors of moisture during contact with the wet cotton.

Manufacturer narrative:
This supplemental report is being submitted to report additional information from the user facility. Please see the updates in sections: b7, d11, g4, g7, h2 and h10. The user facility reported that the device failure occurred at the beginning of the procedure. The bleeding was controlled with a replacement device. Replacement device functioned as it should. The patient received two unit of blood post procedure. The patient did not require hospital admission. In addition, the device was delivered to the sterile field plugged in with the settings automatically appearing. Nothing appeared out of the ordinary. The physician did not encounter other issues with the device. The user facility reported that there were no initial error codes, alarms or alerts noted when the device activated. The power cord and instrument were inspected with no anomalies. The equipment was inspected post procedure and there were no physical anomalies noted.

Manufacturer narrative:
The hacf0533 was not returned to the service center for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. The cause of the reported event cannot be determined.

Event description:
The service center was informed that during a laparoscopic assisted vaginal hysterectomy, the hand-piece would not cauterized and the patient experienced an extensive loss of blood. The user reported that the hand-piece pulse tones and the steady tone were noted. The procedure was extended for an unspecified period of time. The intended procedure was completed with a similar device. The patient¿s course of treatment is unknown.